Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion test. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. E70 alarm was confirmed in history file. The motor was tested outside of the device and it passed. The motor may have had a intermittent failure that was not detected during our testing.

Event description:
Customer reported that she had unexplained high blood glucose went to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of the emergency room visit was high mg/dl. Nothing further was reported.